Event description:
Reported by the pt's spouse by phone: the graft was implanted in 1995. The spouse claims that the graft was placed in the heart. In 2002, the pt was diagnosed with a stroke that left their right arm unusable and "left them not in good shape, pt could not walk more than 2 blocks." The spouse claims that the dr attributed the stroke to "something broke loose from the heart and stuck in the artery on the neck." Hosp info states that graft was implanted for an aorto-bifemoral procedure (abf is not in the heart). Additional info received in 2004: pt was admitted to the hosp in 2002 with a presumably embolic cortical level posterior parietal cerebral infarction on the left (something broke off from a blood vessel near the heart and plugged a blood vessel that feeds that area of the brain oxygen). That area of the brain was then damaged. The pt had significant right-sided weakness and incoordination occurring on the basis of the event. Pt has not been seen in follow-up.